Event description:
The report indicated that the customer experienced constant high bgs (274-500mg/dl) over a two-day period despite having administered multiple correction boluses. Blood was seen in the cannula, though no kink was noted. The pod will be returned for eval.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.